Event description:
It was reported from the us during a left tka while cementing the implants the surgeon placed the logic 2.5 -9mm ps poly trial. When pulling the poly trial out the poly trial cracked and broke. The remaining broken poly piece was removed from the patient. While trying to remove this poly trial, it was stuck and hard to remove, the logic style poly handle prong bent. The surgeon had to use a kocher clamp to help remove the poly after the handle prong bent. The reported device malfunction of a tibial trial insert handle bent prong handle did not cause or contribute to serious injury or death and is not likely to cause or contribute to serious injury or death if the event were to recur. Another instrument is readily available. The patient was under anesthesia longer than expected without adverse event. The patient left the or stable. The agency is inactive, no further information is available. 2 of 2 mdrs for this event.

Manufacturer narrative:
(B)(4). Devices received. Eng eval completed on 04/30/2020 by (B)(4). Catalog #: 02-013-35-2509; serial/lot #: (B)(4); product description: logic ps tibial insert trial, size 2.5, 9mm mfg date: 11/05/2012. Visual evaluation condition/findings: the posterior surface of the tibial insert trial appears to have fractured. According to the experience report, ¿when pulling the poly trial out the poly trial cracked and broke.¿ the fracture appears consistent with applying a torque, likely during removal of the insert trial, that was greater than the yield strength of the material which led to crack initiation, propagation, and ultimate failure. The scratching and deformation appear consistent with the tibial insert contacting other instrumentation. According to the experience report, ¿while trying to remove this poly it was stuck and hard to remove and the logic style poly handle prong bent.¿ the bent prong was likely the result of applying a bending moment to the device while attempting to remove the mating insert trial from the patient which led to material deformation. The scratching marks along the entire surface of the handle appear consistent with repeated use and contacting other instrumentation. A functional check was performed on the returned tibial trial handle. The handle could not properly mate with the returned logic ps insert trial. Although the returned insert trial is damaged, the fracture and deformation does not interfere with the insert¿s anterior mating feature. The incompatibility is likely the result of the material deformation, which prevented the prongs on the insert handle from properly aligning with the cutouts in the insert trial. The discoloration of the laser marking appears consistent with oxidation. All other aspects of the devices appear unremarkable. Design-related issues: (B)(4). This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Mfg-related issues: exactech is not aware of any other complaints involving parts from the tibial insert trial manufacturing lot of 10 units or the tibial insert trial handle manufacturing lot of 30 units. Therefore, this issue does not appear to be manufacturing related. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risks are captured in the rmrs and racrs. Most likely cause: the broken tibial insert trial reported was likely the result of applying a torque greater than the yield strength of the material which led to crack initiation, propagation, and ultimate failure. The broken tibial insert trial handle reported was likely the result of applying a bending moment to the device while attempting to remove the mating tibial insert trial which led to material deformation of the handle prong. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The broken piece of device was removed from the patient and the extended anesthesia time did not cause a patient adverse event. An investigation was conducted; the broken tibial insert trial [logic ps tibial insert trial, size 2.5, 9mm] reported was likely the result of applying a torque greater than the yield strength of the material which led to crack initiation, propagation, and ultimate failure. The bent tibial insert trial handle reported was likely the result of applying a bending moment to the device while attempting to remove the mating tibial insert trial which led to material deformation of the handle prong. The reported device event of a tibial trial insert handle bent prong handle did not cause or contribute to serious injury or death and is not likely to cause or contribute to serious injury or death if it were to recur. Another instrument is readily available.